Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The device shaft was analyzed for any damage. The devices shaft showed damage in the form of a fracture located 42cm from the hub. The fracture looked to be consistent with a bend force breaking as the device was not completely separated, the inner liner was still attached. The device could not be inserted into an angiographic catheter due to the damage on the shaft. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.

Event description:
Reportable based on device analysis completed on 14jan2022. It was reported that resistance was felt during advancement and device kinked when removed. A 130cm direxion hi-flo was selected for use. During the procedure, the microcatheter was advanced over a wire, however resistance was felt while advancing through a non-bsc 1.0 catheter and the device had a kink when removed. The procedure was completed with a different device. No complications reported and patient was stable post procedure. However, device analysis revealed a fractured shaft located at 42cm from the hub.